Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 20.0-20.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. The electrical continuity was normal.